Event description:
It was reported that one day post implant, the right atrial (ra) lead exhibited undersensing. The lead remains in use. No patient co mplications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 511212 competitor lead implanted: 01-nov-2022 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device. Medtronic will submit a supplemental report if additional relevant information becomes known.